Manufacturer narrative:
The device evaluation found air/water flow - white residue auxiliary channel. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device passed the standard specification. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material may hot have been removed because reprocessing was not conducted properly due to leak at the control body. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited white residue inside the auxiliary channel. There were no reports of patient involvement.